Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and found power cord does not pull out properly so the cart power cord has been replaced. Other, doppler cord reel and touch screen are slow to respond so the fse replaced the tether assembly and touchscreen.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) power cord could not be wound up. There was no patient involved.